Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra capital specialist reported on behalf of the spine coordinator that on an unknown date, as the patient was being flipped prone, the a1059 mayfield modified skull clamp slipped. The patient's head was caught by the surgeon and the patient was flipped back supine. The injury on the patient's head (not specified) was tended to and staples were placed. The mayfield was replaced with a different head holding system. A delay in surgery of 45 minutes due to product problem was reported. Additional information has been requested.

Manufacturer narrative:
Investigation was completed on 09mar2018. With respect to the returned unit, it has passed all specific functional testing requirements. This unit did not slip during test evaluation; when unit is properly positioned and put under pressure unit would not have slipped. Device history record reviewed for (B)(4), work order /(B)(4), lot/ 147; was manufactured on 8/25/2014; show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. The complaint can not be confirmed as no issues were observed. The root cause is undetermined at this time.